Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is not shifting properly. Additional malfunctions are the pilot valve is alarming/shutting down and the power switch has no alarm.